Event description:
It was reported by the rep that the patient has skin irritation possibly due to electrode use. I instructed him to discontinue use of the device for several days until a new shipment of electrodes arrives. Initially he had no issues while using (treatment began (B)(6) 2021) but recently he has gotten blister-like irritation on his neck. He mentioned that he recently started using a new skin moisturizer and also mentioned that a home health nurse gave him some type of skin tape to put over the electrodes instead of using the supplied electrode cover patches. He also mentioned the electrode gel turning a green color on several occasions. Patient states his skin became irritated while using 72r electrodes states it was burning his back states he spoke with his doctor and was giving some topical cream which made it burn more. Patient is now using neosporin cream and taking antibiotic and he feels better. New 63b electrodes were shipped to the patient. No additional patient consequences have been reported. It was reported that no further information is available. The 72r electrodes were not returned for evaluation by the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the rep that the patient has skin irritation possibly due to electrode use. I instructed him to discontinue use of the device for several days until a new shipment of electrodes arrives. Initially he had no issues while using (treatment began (B)(6) 2021) but recently he has gotten blister-like irritation on his neck. He mentioned that he recently started using a new skin moisturizer and also mentioned that a home health nurse gave him some type of skin tape to put over the electrodes instead of using the supplied electrode cover patches. He also mentioned the electrode gel turning a green color on several occasions. Patient states his skin became irritated while using 72r electrodes states it was burning his back states he spoke with his doctor and was giving some topical cream which made it burn more. Patient is now using neosporin cream and taking antibiotic and he feels better. New 63b electrodes were shipped to the patient.